Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, after implant, it was noted that the implantable cardiac monitor failed to interrogate. There were no magnets in the vicinity of the device. The session was cleared and interrogation was re-attempted and was successful. Patient was stable and discharged.